Manufacturer narrative:
Medical device expiration date: n/a. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ pen needle is not allowing insulin to flow through the needle and the pen needle is bent at the non patient end after injection. No serious injury or medical intervention was reported.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review for lot 8030725 cat no. Ns 320122 was carried out and no non-conformance's were raised in association with the packaged lot or the sub-assembly for clog concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd ultra fine¿ pen needle is not allowing insulin to flow through the needle and the pen needle is bent at the non patient end after injection. No serious injury or medical intervention was reported.